Manufacturer narrative:
Device expiration date: unknown. Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 syringes 0.3ml 31ga 6mm halfunit 10bag experienced scale marking issues with the customer stating "the very first scale mark is way too lower than it should be."

Manufacturer narrative:
Investigation: customer returned (8) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 6242615. Customer states that the very first scale mark is way too lower than it should be. All returned syringes were tested using the plug gauge and all placements of the scale markings fell within specifications. No defects were observed on the samples. A review of the device history record was completed for batch# 6242615. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 8 syringes 0.3ml 31ga 6mm halfunit 10bag experienced scale marking issues with the customer stating "the very first scale mark is way too lower than it should be."